Event description:
Doctor reported that mount was stuck inside the implant and could not be unscrewed. Procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k061410/k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) (B)(6), (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed attached to its bundle mount, and could not be disengaged from each other during a functional / physical test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1294746. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294746 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.